Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Based on the clinical information provided, the cause of the access site bleeding through the membrane of the introducer was unable to be determined as no product was returned for evaluation. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 60 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. A bleed from the introducer site developed prompting introducer removal and 7 units of blood products delivered.